Event description:
Customer reported that a wire was broken on the tip of mega suture cut needle driver instrument prior to starting da vinci si surgical procedure. No patient harm, adverse event outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were not damaged. Cable wear on pulleys combined with high grasping force and large fleet angle between proximal and distal pulleys may have contributed to the cable breakage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.